Event description:
It was reported that the right atrial (ra) lead thresholds had increased, there was low pacing impedance, and noise sensing in bipolar and unipolar. Lead polarity had switched. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).